Event description:
The applicator doesn't work but it makes a ticking noise when on. The machine connector point needs replacement on the cord. Per pictures, fischer connector is broken, wires are visible.